Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation. One event was duplicated during testing. One device was found to have damaged bearings. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device overheated. There was patient involvement; no patient impact.